Manufacturer narrative:
The investigation of the returned coil system found the implant completely stretched, broken, and to be separated from the pusher. The distal end of the implant was not returned for evaluation. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed.

Event description:
It was reported that during an embolization procedure for a pseudo-aneurysm, the delivery pusher of an embolization coil implant separated into two pieces. The physician flushed the coil into position and attempted to snare the part of the pusher still inside of the patient. Part of the coil was removed successfully, however a portion remains within the patient. Additional fluoro time was needed to try to retrieve the coil. No patient injury was reported.